Manufacturer narrative:
A08: no completed detector calibrations a090208: 2d image quality not good (B)(6): problems with some buttons on the pendant g2: this event occurred in poland, see section e. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system needed to be repaired. Additional information was received. It was reported that the system needed to be repaired because two dimensional (2d) image quality was not good, and there were problems with "some" buttons on the pendant. There was information on the screen about no completed detector calibrations. There was no patient present when the issue occurred.

Event description:
Additional information was received. The customer was performing calibration but was probably not completed, so the medtronic representative (rep) guided them on how to complete calibration. It was reported that some buttons were not responsive fast enough.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID's bi71000529, bi71000851, bi71000271 h3, h6: a medtronic representative went to the site to test the equipment. The pendant, xstage screws, and left and right cylinders were replaced. The system was then working properly. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.